Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was believed that the patient's anatomy may have contributed to the stylet issue.

Event description:
It was reported that the stylets were getting 'stuck' in the lead. The lead was successfully implanted. There were no patient complications reported due to this issue.